Manufacturer narrative:
Ptc investigation result was received on 14-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a technical product issue and usability issues. No batch number was available for a technical batch investigation. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergic to nickel. It broke during a removal attempt (seen as device breakage) and left fragments embedded in the uterine wall. It flared up her immune system and she is in the process of being diagnosed with ms (multiple sclerosis). All these events are serious due to their medical importance. Allergic to nickel, device breakage and left fragments embedded in the uterine wall are listed while the other events are unlisted in the reference safety information for essure. In this case, consumer underwent a hysterectomy. Considering that essure insert consists of a nickel-titanium alloy and allergic reactions to essure are more commonly related to nickel sensitivity, a causal relationship between allergy to nickel and suspect insert cannot be excluded. As the device breakage occurred during essure removal procedure and consequently left fragments were embedded in the uterine wall, a causal relationship with suspect insert cannot be excluded. With regards to the other events, based on the pathophysiology and given essure's local action in fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. There is no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0089, awareness date 21-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted. Consumer reported that essure was the reason why she had a hysterectomy at (B)(6). It broke during a removal attempt and left fragments embedded in the uterine wall. She was allergic to nickel and was not warned about it. She was told it would not pose a problem. It flared up her immune system, causing her systemic pain, inflammation, and now she is in the process of being diagnosed with ms (interpreted as multiple sclerosis). Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced allergic to nickel. It broke during a removal attempt (seen as device breakage) and left fragments embedded in the uterine wall. It flared up her immune system and she is in the process of being diagnosed with ms (multiple sclerosis). All these events are serious due to their medical importance. Allergic to nickel, device breakage and left fragments embedded in the uterine wall are listed while the other events are unlisted in the reference safety information for essure. In this case, consumer underwent a hysterectomy. Considering that essure insert consists of a nickel-titanium alloy and allergic reactions to essure are more commonly related to nickel sensitivity, a causal relationship between allergy to nickel and suspect insert cannot be excluded. As the device breakage occurred during essure removal procedure and consequently left fragments were embedded in the uterine wall, a causal relationship with suspect insert cannot be excluded. With regards to the other events, based on the pathophysiology and given essure's local action in fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.